Manufacturer narrative:
The carefusion field service representative evaluated the unit however was unable to reproduce the reported issue. The operational verification procedure was ran and the unit passed all tests.

Manufacturer narrative:
(B)(4). At this time, carefusion has not received the device from the customer. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that the touch screen went blank while on a patient. There was no patient harm, the ventilator continued to ventilate the patient. The patient was placed on an alternate vent.